Manufacturer narrative:
(B)(4) - no product malfunction. No lens in returned packaging. (B)(4).

Event description:
The reporter stated, the surgeon inserted a aa4204vl silicone single piece lens. After the lens was inserted into the eye, the surgeon noticed small tear in capsule bag. Surgeon believes tear was there prior to lens insertion. Lens was cut to remove from eye. Lens was discarded. Reporter stated no product malfunction.